Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported via phone call that insulin pump received a motor error alarm. Customer a also received a bad battery alarm, failed battery test alarm and weak battery alert. Customer's blood glucose was unknown. Insulin pump passed displacement test. Customer had a new battery cap at home and would call back after changing battery cap to report if issue persisted.